Manufacturer narrative:
Concomitant products: product ID: 37092, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported poor communication on the patient programmer (pp). The antenna as used, confirmed secure and synced with the implantable neurostimulator (ins) but this did not resolve the issue. When the patient unplugged the antenna and placed the pp directly over the ins, this resolved the issue. The patient was able to increase stim. She said stimulation felt weird; she decreased stim and said it will be fine. She had a few accidents and she did not know if it was because she held her urine longer than usual. Stim was not felt anymore and she needed assistance turning it up. Additional information from the consumer reported she got a new programmer but it was still now working. During troubleshooting, it was determined that the pp worked without the antenna but did not work with the antenna. The patient was sent an antenna. The patient did not feel stim but therapy was not on. Patient was at 2.0 and she could feel stim. The patient was having accidents. She increased it on (B)(6) 2016 and she had not had any accidents since then. The programmer antenna was damaged. The device did not do telemetry with the antenna. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. Follow up was not required as all fields were deemed sufficient. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the consumer reported that the circumstance that led to the event was that her bladder did not empty all the way and she had the problem for many years. The device helped with her bladder to empty all the way so she did not have as many accidents. The patient's new controller needed to be reprogrammed.